Event description:
It was reported that the customer was receiving no delivery alarms. Troubleshooting was not performed because the customer was at the school. The customer's mother stated that she will call back when the insulin pump is available, and to give hospitalization info. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.